Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿main body and female connector is stuck and cannot be separated¿ on a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6). H10: the device was received for evaluation with a blue connector connected to the female connector. Visual inspection was performed and a separation was observed between the dark blue female connector and the light blue main body. Clear passage and clamp function testing were performed and no issues were observed. Leak testing was performed with the blue luer adapter still connected to the female connector and no leaks or issues were observed. The blue adapter was hand removed from the female connector. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.